Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported via the (B)(6) 2010 ((B)(6) association of cardiovascular intervention and therapeutics) conference that following a percutaneous coronary intervention (pci) via right femoral artery puncture, an angio-seal (as) sts plus was selected for use. The puncture site hemostasis was achieved with the angio-seal device. After 3 days, the pt complained of coldness of the right leg and intermittent claudication. CT angiography showed a severe stenosis in the artery just proximal to the femoral bifurcation. Balloon angioplasty was performed using 5.0mm balloon via a contralateral femoral arterial approach. The final angiogram showed a 50% residual stenosis but distal flow was improved and no complications occurred during the procedures. As the pt's symptoms were relieved, the pt was discharged. Nine days later, the pt complained of severe right lower extremity pain. A duplex ultrasound showed a large thrombus in the artery, just proximal to the femoral bifurcation. The pt underwent surgical intervention where a thrombectomy and endarterectomy were performed. The physician that deployed the angio-seal was unk. The pt recovered with no further consequences.